Manufacturer narrative:
Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer ¿over corrected¿ via a bolus with the pump and delivered too large of a bolus resulting in a low blood glucose (bg) level of 38 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.